Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for pressed stopper with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and pressed stopper was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® edta 2k experienced stopper creep out or loose closure during use. The following information was provided by the initial reporter: during piercing by the machine, the stopper was pressed into the tube.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® edta 2k experienced stopper creep out or loose closure during use. The following information was provided by the initial reporter: during piercing by the machine, the stopper was pressed into the tube.